Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported that: "the luer-lock connection (brown head) fell off on the patient's left clavicle, and it might have been pulled when patient turning over. The device removed and discarded." There was no reported patient harm.

Manufacturer narrative:
(B)(4). UDI#(B)(4). The customer returned one guide wire and a 3-lumen cvc for analysis. Signs-of-use were observed inside the extension lines. Visual inspection revealed the distal extension line was separated from the luer hub. Microscopic examination confirmed the damage and revealed that a portion of the extension line was still molded within the separated luer hub. This damage is consistent with past manufacturing molding complaints. It was also noted that the guide wire was kinked. The outer diameter (od) of the distal extension line measured 2.13mm, which is within specification limits of 2.13-2.21 mm per the distal extension line extrusion graphic. The inner diameter (ID) of the distal extension line measured 1.4224mm, which is not within the specification limits of 1.420mm-1.500mm per the medial 1 extension line extrusion graphic. A manual tug test confirmed that the proximal and medial extension lines were secure to their respective luer hubs. A device history record review was performed, and relevant findings were identified. Nonconformances were initiated to address the issue of "manufacturing out-side validated parameters". Further analysis revealed that these are relevant to the failure involved with this complaint. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". The complaint of a separated extension line was confirmed by an investigation of the returned sample. Visual inspection revealed the distal extension line was separated from the luer hub. The separation points on the extension line appeared rough and jagged, which is consistent with past manufacturing molding complaints. CAPA has previously been initiated due to an increasing trend of cvc ex-tension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "the luer-lock connection (brown head) fell off on the patient's left clavicle, and it might have been pulled when patient turning over. The device removed and discarded." There was no reported patient harm.